Event description:
Customer reported issues with hemoglobin and hematocrit test results when using the coulter lh 500 hematology analyzer. A message "h&h check fail" alerted the operator to the issues. The "h&h check fail" messages could not be resolved with a calibration on the instrument. The customer also reported mode to mode problems with the instrument. There were no erroneous test results reported out of the laboratory. There was no death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and performed troubleshooting by running samples in both open & closed mode and determined that the correlation was not acceptable. An error condition of vote-outs was being generated for the rbc (red blood cell) parameter in the open vial (secondary) mode with poor reproducibility. No issues were identified in the closed (primary mode). The fse replaced the sticky actuators for valves 23 & 25, which are used for aspiration, but correlation was still marginal. The fse replaced the blood sampling valve (bsv) which remediated the problem. Calibration was performed and rbc calibration was adjusted. The system was verified with no further issues. Failure mode was identified: the failure mode is related to the bsv (blood sampling valve) which remediated the issue. Upon recur of the failure mode, erroneous results are likely for all parameters due to improper segmentation of the blood for analysis. Evaluation of product labeling: per labeling, (B)(4): as appropriate, the lh 500 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, and suspect or definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to the requirements of the patient population, of all results displaying a flag, code or message. (B)(4).